Event description:
During an ercp procedure, a portion of the coating of a metro wire guide remained inside the common bile duct when the wire was removed from a biliary graduated dilation catheter. Attempts were made to retrieve the detached portion of coating using an extraction basket, balloon and a cytology brush. The attempts to retrieve the detached coating were unsuccessful. A sphincterotomy was performed and a stent was placed to facilitate passage of the detached portion. The pt was listed in stable condition, but was admitted for overnight observation.